Manufacturer narrative:
The pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self-test. Unit was successfully downloaded using thump. No unexpected alarms/alert/anomalies noted during testing. Pump was cut open to perform visual inspection and found no moisture damage on the pcba 1, pcba 2, force sensor and motor home switch. P-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case and pillowing keypad overlay. No unexpected alarms/alert/anomalies noted during testing. Unable to confirm high bgs. Cosmetic damage was not confirmed at the reservoir compartment, however, other cosmetic damages were noted during inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and also reported that reservoir broke and stuck inside the pump while tried to change it. The customer reported blood glucose value of 352 mg/dl. The customer reported hyperglycemia treated with manual injection. The event involved product(s) mmt-7040a, mmt-342, mmt-431a, mmt-1884. Troubleshooting was performed for hyperglycemia and the customer has been using the insulin pump system within 48hours of reported event and customer was using the auto mode/smartguard feature at the time of the event. The customer declined troubleshooting for damage. No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for mmt-342. No product return is required for mmt-431a. The customer will stop using the device and was told to revert to the backup plan according to healthcare professional instructions. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.